Event description:
A laparoscopic tubal sterilization was taking place when the surgeon reportedly saw an electrical spark inside the pt from the bipolar forcep. No injury or other problems were reported and the case was completed.